Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to seizures resulting from hypoglycemia. The customer's mother was concerned that the customer's basal rates may have been programmed too high and requested assistance lowering them. Nothing further was reported.